Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported, he had issues with the infusion set cannulas bending or kinking occasionally. Patient stated this would elevate his blood glucose up into the 300's mg/dl. Patient's normal blood glucose is around 130 mg/dl. Patient reported when his blood glucose would elevate, he would remove the infusion site and notice the infusion set cannula was bent. Patient stated, he would put in a new infusion site and bolus, and that would bring his blood glucose back down. Patient reported there were no issues with the preparation or insertion of the infusion set. Patient stated, the infusion site leaked when the infusion set cannula was bent or kinked. Patient used the insertion assist plus device to insert the infusion set. Patient reported, he would insert the infusion set and the issue would occur within 1 day. Patient stated, the issue began when he first started using the infusion sets 2 months ago. Patient reported, he experienced the issues more than once. Patient no longer has the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.